Event description:
It was reported that the ipg had reached its end of service (eos) and programmer displayed "replace generator" message. As such, the ipg was deemed inoperable. It was noted that the patient ran programs using tonic stimulation all of the time. Surgical intervention may be undertaken to address issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.